Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery confirmed the distal tip of the delivery system was separated. The balloon spring was noted to be twisted and unwound. Additionally, calcification was noted in the aortic complex. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for balloon burst, difficulty or inability to withdraw delivery system through the esheath+, and delivery system distal tip separated during use were confirmed by the imagery provided. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. An existing technical summary written by edwards lifesciences documents the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The event description states, "the commander delivery system balloon ruptured during valve deployment." Per case notes, there was mild calcium noted in the aortic complex and approximately 2 cc of extra volume was added to the balloon prior to inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In this case, review of the available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (over-inflation, withdrawal of burst balloon and excessive manipulation) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: device was discarded.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra valve, the commander delivery system balloon ruptured during valve deployment. It was noted that full volume had been pushed into the balloon in order to reach full expansion. The operators were advised to withdraw the commander delivery system into the 14fr esheath+ and then withdraw the system as a unit and exchange the system for a new esheath+ and commander delivery system. As a second 14fr esheath+ was being obtained, the commander delivery system had been withdrawn with force entirely out of the esheath+ and without the wire all the way into the delivery system. The distal tip/balloon broke off the delivery system and went into the abdominal aorta. While attempting to withdraw the esheath+, it was noted that the delivery system tip had remained in position and would not withdraw together with the esheath+. The operators proceeded to gain access on the contralateral side and were able to use a lasso to capture the delivery system tip and pull it into the esheath+ and withdraw the devices from the patient. There was no vascular injury observed. The patient was then taken to the intensive care unit (ICU) for recovery.